Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures are still on the device. The anchor is missing two threads on one side. The sutures are still run through the anchor, down through the device cannula, and tied at the cleat. Bio debris is present. A functional evaluation revealed anchor and sutures will deploy from the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, the anchor of the healicoil broke off at the end when it was being put in place. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up was used in the originally drilled hole. All the pieces were removed from the patient. No further complications were reported.